Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions.

Manufacturer narrative:
510(k) number: k142688. Device evaluation: 1 unit of lot c1798693 of echo-hd-3-20-c was returned opened not in its original packaging. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on 10 june 2021. A proximal needle/ sheath break below the sheath extender was observed. Document review including IFU review: prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-3-20-c of lot number c1798693 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1798693. The notes section of the instructions for use, ifu0077-4, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest the user did not follow the IFU. Image review: n/a. Root cause review: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to observed needle and sheath below the sheath extender. This break may have occurred due to the flexed position of the endoscope as indicated in the additional information. A CAPA has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
510(k) number: k142688. The investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Additional information was received on the 22-jul-2021, this supplement report is being submitted to include this additional information within b3 'description of event'. Sheath near the handle (bottom) tore. Another of the same device was used to complete. Did any unintended section of the device remain inside the patient¿s body? No. Was the patient hospitalized or was there prolonged hospitalization? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedures? No. Has the complainant reported any adverse effects on the patient due to this occurrence? No. Has the complainant reported that the product caused or contributed to the adverse effects? Na. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Pancreas. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. Please describe the size of the intended target site. Unknown. Was the device used in a tortuous position? No. Are images of the device or procedure available? No. Was the device damaged in packaging before removal? No. Was the device damaged on removal from packaging? No. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: what is the endoscope manufacturer and model number that was used? Olympus, unknown model#. Was the scope recently serviced / repaired? Unknown. Was resistance felt while inserting the device through the scope? No. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? No. Was the syringe used during the procedure, after the stylet was removed? Yes. Was difficulty experienced while retracting the needle? No. Was it possible to fully retract before removing the needle from the patient? Yes. Was gaining access to the target site difficult? No. Was the endoscope in a flexed or twisted position at any time during the procedure? Yes. Was puncture of the target site difficult? No. Was the stylet partially removed when advancing into the target site? Unknown. How many samples were obtained with this needle? Unknown. If the device is a procore, is the kink located distally at the notch/core trap? It was procore, but question does not apply.

Manufacturer narrative:
510(k) number: k142688. Device was evaluated on the 10-jun-2021: proximal needle break noted. The investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental follow-up report is being submitted due to the receipt and evaluation of the complaint device. Initial report details: sheath near the handle (bottom) tore. Another of the same device was used to complete. Did any unintended section of the device remain inside the patient¿s body? No. Was the patient hospitalized or was there prolonged hospitalization? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedures? No. Has the complainant reported any adverse effects on the patient due to this occurrence? No. Has the complainant reported that the product caused or contributed to the adverse effects? Na.

Event description:
Sheath near the handle (bottom) tore. Another of the same device was used to complete. Did any unintended section of the device remain inside the patient¿s body? No was the patient hospitalized or was there prolonged hospitalization? No did the patient require any additional procedures due to this occurrence? No did the product cause or contribute to the need for additional procedures? No has the complainant reported any adverse effects on the patient due to this occurrence? No has the complainant reported that the product caused or contributed to the adverse effects? Na

Manufacturer narrative:
510(k) number: k142688. The investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.